Event description:
It was reported that a pump alarmed for a system error 322 approximately 30 minutes after the infusion was started. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was confirmed through review of the device history log but could not reproduced during testing. It was determined that the system error was caused by a failed upper and lower aux. Which have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set-loaded state and the lower link switch does not activate.